Manufacturer narrative:
Unit received with detached end cap. Unable to confirmed motor position encoder error alarm due to detached end cap. No motor error alarms noted. The motor was tested outside the device and passed. Unit was received with cracked case at display window corners, case at reservoir tube window corners, and battery tube threads. Unit was also received with broken belt clip slot and minor scratches on lcd window.

Event description:
It was reported that that the bottom of the insulin pump came off when the customer was removing the clip. The customer noticed it was loose. The insulin pump alarmed motor position encoder error. Customer's blood glucose level was around 11 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.